Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared end of life (eol) due to a charge time of 31 seconds, while at a battery monitoring voltage of 2.66 v. The device was explanted after approximately 54 months of service, and replaced with a new boston scientific ICD. No adverse patient effects were reported in this event.

Manufacturer narrative:
A request has been made to have this explanted device returned for analysis. This event will be updated if any additional information becomes available.